Manufacturer narrative:
Upon receipt, the lead under complaint was found cut approximately 50 cm proximal to the lead tip. Only the distal fragment was received for analysis. The proximal fragment including the is-1 connector pin was not returned for anlaysis. The returned lead fragment was visually and electrically analyzed. The visual inspection revealed several cuts in the insulation which occurred most likely during the retraction procedure. In addition, abrasion marks were observed. However, the insulation was intact in these areas. During the electrical analysis, the dc resistances of the received conductor fragment were measured. No peculiarities were found. Further analysis of the returned lead fragment did not reveal any irregularity that might have contributed to the reported high thresholds. The manufacturing process for this lead was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
This lead was explanted due to high thresholds. No adverse patient events were reported. Should additional information become available, this file will be updated.